Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set which fell off during use after being used for two days. Patient confirmed use of skin tac as adhesive aide. Patient's blood glucose level at the time of event was 350 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.